Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 9 mm sprinter. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use and states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). Reportedly, no pre-dilatation was performed prior to implanting the 2.5x18 mm xience v stent. It should be noted that the instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the lack of pre-dilatation does not appear to have directly caused or contributed to the reported dissection. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reportedly a 2.5x18 xience v stent was implanted in the mid left anterior descending artery without predilatation. After post dilatation with a 2.5x9 non-abbott balloon catheter an edge dissection was noted on the distal end of the stent. A 2.5x15 mm xience v was advanced for treatment of the dissection but would not cross. Next a 2.25x8 mm xience nano was advanced for treatment of the dissection, but it too would not cross. Finally, a 2.5x12 non-abbott stent crossed and successfully treated the dissection. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.